Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer that occurred while the instrument was processing samples. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing a lab coat, gloves, and eyewear at the time of the leak. There were no reports of biohazard exposure to the leak. There were no reports of erroneous results and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak and determined it was caused by split tubing at vl107b. The fse replaced the tubing to resolve the leak. While on site, the fse found the white blood cell (wbc) background count was high and removed debris from aperture 1 of the wbc bath to resolve the issue. (B)(4).